Event description:
Left radial arterial catheter placed by physician; after placement, extreme difficulty gaining hemostasis required pressure dressing and manual pressure in order to prevent gross exsanguination. Patient was coagulopathic, with an inr of 3.6 which was reversed with vitamin k, hemostasis was achieved, but never continuously. After the patient's bath, rn noted continued bleeding, site assessed and a-line flushed, rn found actual arterial catheter to be leaking when flushed and a break in the catheter, explaining the patient's bleeding from site and inaccurate bp reading. D made aware, rn d/c'ed lined, and new arterial catheter was placed in patient's wrist. FDA safety report ID# (B)(4).